Event description:
The customer reported that the central nurse's station (cns) had shut down sometime on (B)(6) 2021 unexpectedly. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had shut down sometime on (B)(6) 2021 unexpectedly. After investigating, it was determined that the uninterruptible power supply (ups) that the cns is connected to had been unplugged. Per the customer, the cns came back up once the ups had been charged up to a useful level. The customer also reported that today the cns was shut down, but it was determined that the cns was on and it was rather the display that had been shut off. It is unknow why the display was off. There was no patient injury reported.